Manufacturer narrative:
The previously reported conclusion code (B)(4) no longer applies to this event. The conclusion code has been updated. The device codes have been update to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-14, additional information was received form a healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information received updated the identified clinical diagnosis from "partial occlusion of intrathecal catheter" to "the patient is achieving pain relief and is not in withdrawal though catheter is sluggish and difficult to aspirate". The identified clinical diagnosis was updated again on (B)(6) 2017 to "not applicable".

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (10.0 mg/ml at 4.999 mg/day), fentanyl (1400.0 mcg/ml at 699.8 mcg/day), and bupivacaine (14.0 mg/ml at 6.998 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported a catheter access port contrast dye study on (B)(6) 2017 indicated the catheter was functional but partially occluded. It was recommended that a catheter replacement occurred at the same time as an elective pump replacement to replace a 20cc pump with a larger 40 cc pump. The device diagnosis was catheter occlusion. The clinical diagnosis was repair of cerebrospinal fluid (csf) leak not requiring laminectomy. The entire system was explanted/replaced on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was possibly related to the device or therapy and unlikely related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) kg. The clinical diagnosis was updated to just partial occlusion of intrathecal catheter.